Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Issue resolved on battery change. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.